Manufacturer narrative:
(B)(4).

Event description:
It was reported potential undersensing of ventricular fibrillation was noted during defibrillation threshold testing. There was an instance of an aborted shock followed by ventricular fibrillation. The rhythm was treated with therapy and the patient returned to sinus. The right ventricular lead was repositioned on the same day the device was replaced. The concern of undersensing was re-evaluated in case the sensing algorithm could lead to a delay in therapy. The patient was discharged in stable condition.